Event description:
Per the clinic, the patient experienced a sudden loss of benefit with the device. Open circuits were noted on all electrodes. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery. During the surgery, an extrusion of the electrode lead into the external auditory canal was observed.